Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had poor communication between their patient programmer (pp) and ins at their last doctor¿s appointment. It was noted that the healthcare professional did not check the communication with the clinician programmer. Troubleshooting with and without the pp antenna was done, but there was no resolution; the pp wouldn¿t do telemetry. A new pp was sent to the patient. After receiving the new pp, the patient again reported getting poor communication on the pp. Troubleshooting with and without the antenna was done, but there was no resolution. It was recommended that the patient follow up with their healthcare professional to have the device checked. It was noted that the patient already had an appointment with their healthcare professional coming up to look at their catheter; this was stated to be unrelated to their implant. There were no patient symptoms reported.